Event description:
The customer stated that the insulin pump is cracked around the battery compartment and a chip fell off. The patient stated that the unit is still working. The customer was advised that the device is not water tight. No further information was provided.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.